Manufacturer narrative:
The devices were returned without the anchors and the inner plugs were still attached to the inner shaft. The threads on the plugs were partially damaged. Rotating the torque limiter knob revealed that the inner shaft threads were not engaged to the outer shaft threads. This is indicative of the inner shaft being "backed off" too far to the point where the threads are no longer in contact. It would be unlikely that the device was provided in this condition because the operators must unscrew the inner plug during assembly in order to open up the anchor eyelet and with the inner shaft backed off; this would not have been possible. The anchor eyelet must have been opened since the user was able to thread suture through it. To check the torque limiter function, the devices were reassembled with new anchors. Both devices performed as intended. The devices were then assembled in a number of improper configurations in an attempt to re-create the failure mode but the failure could not be duplicated. Based on these observations and the evidence provided, a root cause related to the manufacture of the device could not be determined. (B)(4).

Event description:
Surgeon inserted the knotless anchor with the sutures into the eyelet as described by the technique, when turning the blue knob he did hear some noise and could turn the knob as long as he wanted, when taking away the inserter the inner screw was attached to the inserter. The outer part of the anchor remained inserted in the labrum right under the cortex the second anchor had the same problem; surgeon used two push lock anchors to fix the labrum. Additional information confirmed this was a (B)(6) female with good bone quality. Site was prepped by the soft tissue being resected with an incisor shaver blade at the site of the anchor placement. Surgeon used all the guides & drills according the IFU.